Manufacturer narrative:
The cori console, pn rob10024, sn (B)(6), intended for use in treatment was returned. No visual non-conformances were identified. A functional evaluation was performed and confirmed the reported complaint. The console would not turn on and the blue user manual icon appeared on the console¿s screen. Further investigation found a loose wire connection between the power supply and the tcu board. The console turned on after the wire had been properly connected. Therefore, the improper power connection to the tcu board is the likely cause of the reported complaint. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori-assisted lab, the real intelligence cori was not able to power up due to a blue user manual icon appearing. A hard reboot was tried several times but the icon continued to appear. The lab was completed with a smith and nephew back up device. No case involved; therefore, there was no patient involvement.